Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and the retention samples of the involved product. A visual and sensory inspection of the retention samples revealed no anomalies or defects and measurements confirmed that the retention samples met manufacturing specifications. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. Sheath radial strength and sheath removal force was also conducted on the retention samples and met manufacturer specifications. Functional testing could not reproduce the reported failure. A review of the device history record was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection for the assembled needle and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Proper instructions for usage of the sg3 needle was fully addressed in the instruction for use (IFU). (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a nurse incurred a contaminated needle stick injury. Follow up communication with the user facility reported the following: the nurse was giving an injection with a 25g x 1" 3ml needle; when trying to activate the safety mechanism the shield snapped off and she sustained a needle stick injury; it was reported the nurse gave the injection with her right hand then transferred the needle to her left hand to activate; she used her index finger to activate and the safety mechanism fell off; the nurse sustained a needle stick to her left middle finger; the nurse was sent for blood testing for infectious disease and test came back normal; the nurse will continue to be monitored per facility protocol; and it was reported the injection was completed as intended.